Event description:
The patient was transferred from an outlying facility with hypoxic respiratory failure. Patient was given aggressive pulmonary toilet and mobilized as tolerated. The respiratory therapist was called to the room and found the optiflow system making a squealing noise. The noise was coming from the black "alarm sound generator" located on the underside of the unit, in front of the gas connections. A new optiflow system was brought into the patient's room and the patient was placed on the new optiflow system. No untoward patient effects.